Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope did not produce a picture. The event occurred during an esophagogastroduodenoscopy procedure. The procedure was completed using a similar device and there were no reports of delays or patient harm.